Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed. The instruction for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.